Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator alert shortly after the device was implanted. After a software download, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.